Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that the customer was hospitalized due to severe hyperglycemia with a blood glucose level of 472 mg/dl. The customer reported that they experienced headache, nausea and vomiting. The action taken for the customer was sodium chloride and ondansetron. The insulin pump will not be returned for analysis.